Event description:
Two extended suture securing devices broke from hasson trocar and entered pt's subcutaneous tissue with suture still attached. These were removed by the surgeon. No injury to pt. Laparoscopic cholecystectomy.